Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported seeing the charge recharger battery warning message on the implantable neurostimulator recharger (insr) even though she has it plugged into the desktop charger (dtc). The insr would not charge when the dtc was plugged into an ac power source. There was a light on the dtc. The connector pin was not broken or loose. The insr was unable to communicate with the ins. The last time she had a successful recharge session was about a month ago. The implantable neurostimulator (ins) was depleted and she had an appointment with the manufacturer representative the day of the report for some reprogramming. She saw a poor communication screen on the patient programmer (pp). She was going through physical therapy, 3-4 times per week. She had laser therapy and the laser might have been placed directly over the implant. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for therapy was non-malignant pain.